Event description:
The customer reported that the "pump improperly infused to a pt". There was no report of pt harm and no medical intervention was required. The customer stated that no add'l event or patient info is available.

Manufacturer narrative:
(B)(4). Neither the event logs nor the devices have been received. A follow up report will be submitted with eval results should the logs or devices be received for eval.